Event description:
Customer reported delayed transmission of results to unipoc. Statstrip glucose meter was repeatedly sending the same results to the hospital transmission software, thus preventing other results from transmitting to the patients' charts.

Manufacturer narrative:
Collecting additional informtion regarding the meter and complaint was unsuccessful. In the inital report, customer did not report delay in patient care issues, but there is a potential for delay in treatment. An investigation into the root cause of the reported issue is anticipated but has not yet begun. A supplemental report will be submitted upon completion of the investigation.